Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-product analysis: the device was returned and evaluated by product analysis on 12/02/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related alarms or issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.